Manufacturer narrative:
The following functional tests were performed: a philips field service engineer (fse) went onsite, and performed functional testing; it was confirmed that there was a speaker malfunction error. The fse determined the speaker required replacement. The reported problem was confirmed. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that there was a speaker malfunction. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that the speaker was out of sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.